Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered needle dislodged shortly after insertion and leaked insulin for 5 infusion sets between (B)(6) 2024. The blood glucose level was reported high with ketones and due to which the patient was hospitalized and treated with bolus via pump. No further information available .